Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was having battery errors with the internal battery. No further details were provided by the french service provider. It is unknown if the insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test alarms were noted during testing. However, the power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The device was received with minor scratched display window, case and keypad overlay.